Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
End user reports a decrease in wear time as the wafer turns white near the stoma due to leakage and begins to break down making it difficult to remove from her skin. She states the wafer comes off in pieces and leaves a residue of adhesive which is causing skin irritation. She states her husband uses a toothbrush to scrub away the residual adhesive.

Manufacturer narrative:
A batch record review indicated no discrepancies related to this complaint. Process checks and quality checks were performed with acceptable results. No further action is required and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).